Manufacturer narrative:
(B)(6). Concomitant medical products: mentor smooth round moderate profile 350cc saline catalog: 3501655 lot: 6997549 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation discovered two rents. Rent a measuring approximately 0.5 cm and rent b measuring approx. 0.4 cm, both located on the anterior aspect. Microscopic examination of the edges of the rent b revealed parallel striations. No other anomalies were discovered. At this point it is not possible to determine the root cause of the white material found on the device. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6988874 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline breast prostheses. Deflation and capsular contracture on the right breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018.